Manufacturer narrative:
Manufacturing review: the device history records were reviewed and no deviations/issues were identified associated with this problem in regard to product materials or during packaging, manufacturing or qc inspection processes. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically. An x-ray revealed incomplete cannula tang engagement, and upon disassembly it was noted that both bumpers were bent within the device housing. Therefore, the investigation is confirmed for the identified cannula self-activation; however, the investigation will remain inconclusive for the alleged priming issue as no priming issues were identified and functional testing could not be completed due to the identified failure. The bent left bumper possibly contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy, the device allegedly failed to prime. There was no reported patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a biopsy, the device allegedly failed to prime. There was no reported patient contact.